Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The report alleged inaccurate high results. The reporter was comparing verioiq meter versus ot ultra2 meter. The reporter did not provide readings. This complaint is being reported because the reported results did not meet lifescan's criteria for accuracy. This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.